Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4)if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
((B)(6) 2017) medical records received. After review of the medical records for MDR reportability, patient was revised for spontaneous left greater trochanter fracture (occuring approximately three months prior to surgery) and failed metal-on-metal hip replacement. Revision surgeon noted in operative indications the patient's metal ions were "significantly elevated" and that her asr implants were in recall. The operative description identified the trochanteric non-union, and "dark spongy tissue" consistent with a pseudotumor. Also identified "significant amount of dark gray material" on the underside of the capsule and "inside the femoral head". He stated that the trunnion was free of "corrosion or visual deformation". There was metallosis in the ischial area, and a "significant amount of osteolysis" on the posterior acetabular wall and on the proximal aspect of the femur. Greater trochanter fracture reduced and fixated with cerclage wires. There are no cobalt or chromium metal ion lab values available for review within the record. Metallosis, osteolysis, and fracture:major harms added to the complaint. The complaint was updated on: (B)(6) 2017.